Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the light guide lens and objective lens were found to be cracked. In addition to the reportable malfunction of foreign material on the a/w tube and cylinder, the evaluation found the following non-reportable malfunction(s): due to burn on probe cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; cracks on the objective lens, bending section cover adhesive, and light guide lens; connecting tube had discoloration; universal cord had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrointestinal videoscope fiber optic lenses were broken and the display end cap was damaged. It was not specified when the event was observed or occurred. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material in the air/water (a/w) tube and a/w cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.